Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 66 mg/dl. The customer was treated with food. Troubleshooting was performed. Customer states the drive support cap appears normal. Based on customer report customer does allege pump was over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. The insulin pump will be returned for analysis.